Event description:
Account reported that during a d & c procedure the tip of the curette fractured off into the pt's uterus. The physician used an intrauterine grasping forceps to remove the curette tip from the pt's uterus.